Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the electrodes. The irritation was described as red and purple spots, and some were open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a steroid cream by a dermatologist. The dermatologist also concluded the patient may have an allergy to metal. Follow up indicated the irritation improved.